Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced high resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was replicated. The hrsv was installed and tested in the test system. The unit started without video on the display.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced left eye video loss. The customer power cycled the surgeon side console (ssc) and vision side cart (vsc) with no success. At end of procedure, the customer confirmed the vsc has vision in both eyes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: ports were placed prior to the issue being identified. The procedure was completed robotically with one eye on the surgeon side console (ssc) with 3 arms and the same generator. There was no injury to the patient.